Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). - the dentist reported that 18 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type ii, 40ncm of primary stability was achieved, immediate load and immediate implant were performed and bone graft was executed.